Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal stent was used to treat a 16mm malignant main airway stenosis during a stent placement procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the stent deployment suture became knotted and the stent could not be deployed. The stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: the initial reporter's phone number is (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal stent was used to treat a 16mm malignant main airway stenosis during a stent placement procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the stent deployment suture became knotted and the stent could not be deployed. The stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: the initial reporter's phone number is (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: an ultraflex tracheobronchial covered distal delivery system was received for analysis; the stent was not returned. No problems were noted with the delivery system during visual inspection. Product analysis did not confirm the reported events of stent partially deployed and stent deployment suture knotted as the stent was not returned. There is no indication of what the customer reported because only the delivery system was received. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.